Event description:
It has been reported to philips that the system did not boot up. It stuck at 00:00. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system did not boot up. Review of the log file didn't confirm the reported malfunction. The fse performed system troubleshooting identified that issue was with the faulty grabber card and the flex vision pc. The cause of the flex vision pc failure could not be conclusively determined by the supplier's part analysis. Fse replaced flex vision pc and installed software to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.